Event description:
User facility reported that the tracheostomy tube was placed in use with pt on (B)(6) 2014. According to reporter, the tracheostomy tube was sutured in place on pt's neck and then taped in place. The device instructions for use require user to secure the tracheostomy tube using cotton tapes or using portex tracheostomy tube holder supplied with the kit. According to reporter, on (B)(6), the pt could not be ventilated. The pt became hypoxic, went into cardiac arrest and expired on (B)(6). The reporter stated that the issue may have occurred due to tube displacement caused by anterior movement of the tube. User facility reported displacement could not be visually detected because of the way the tube was secured. (Sutures and tape).

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.